Event description:
The customer reported that the reservoir level was still the same after using the insulin pump the day before all day long. The customer has been treating her meal time boluses with a pen. The blood glucose at time of call was 258mg/dl. The customer was experienced a massive headache. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer called back and stated that the insulin pump was not delivering insulin properly; the daily totals were not showing up the correct amounts of insulin for every day. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. All basals and boluses programmed during testing delivered and recorded properly. No daily total anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.